Manufacturer narrative:
Complaint conclusion: an 8x40mm powerflex extreme pta dilatation balloon catheter (bc) ruptured at 18 atmospheres (atm) when attempting to treat a fistula (cephalic vein of a dialysis patient). The balloon ruptured on the first inflation attempt. Another powerflex extreme pta dilatation catheter of the same size was employed subsequently, and the procedure was completed without further incident. There was no difficulty removing the device from packaging, device prep or navigating to the target lesion. The catheter did not appear to be kinked in any segment. There were no acute bends of the pta dilatation catheter, and there was no difficulty navigating the pta balloon catheter across the target lesion. There was no leakage noted from the balloon, shaft or hub. The customer uses an inflation device and contrast medium. The product was returned for analysis. A non-sterile powerflex extreme 8x4 80cm bc was returned. Per visual analysis the balloon had been inflated and deflated. An axial burst was noted along the balloon length. Functional analysis could not be performed due to the burst condition. Per sem analysis neither external nor internal surfaces revealed evidence of damages that could be related to the balloon burst. The marker bands did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17413038 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, vessel characteristics or procedural factors may have contributed to the burst but are unknown. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Concomitant devices: boston scientific encore inflation device and ge omnipaque contrast medium. The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, he customer reports that an 8x40mm powerflex extreme pta dilatation catheter ruptured at 18 atmospheres (atm) when attempting to treat a fistula (cephalic vein of a dialysis patient). The balloon ruptured on the first inflation attempt. Another powerflex extreme pta dilatation catheter of the same size was employed subsequently, and the procedure was completed without further incident. There was no difficulty removing the device from packaging, device prep or navigating to the target lesion. The catheter did not appear to be kinked in any segment. There were no acute bends of the pta dilatation catheter, and there was no difficulty navigating the pta balloon catheter across the target lesion. There was no leakage noted from the balloon, shaft or hub. The customer uses an inflation device and ge omnipaque contrast medium. The customer is requesting replacement of the device. The customer was able to save the balloon and will be able to submit it for analysis.